Manufacturer narrative:
A steris service technician inspected the system 1 processor and found that a hose clamp on the water inlet valve had not been adequately tightened during a previous service repair. The technician tightened the hose clamp, tested the unit and placed it back into service; no further issues have been reported. The steris service technician received refresher training on the proper installation of water inlet valves and hose clamps on march 17, 2011.

Event description:
The user facility reported that during a sterile cycle, the system 1 processor leaked onto the nearby floor. The scopes in the affected cycle were reprocessed before use; no injuries were reported to patients or hospital staff.